Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that roller pump #3 generated a belt slip error message. The error message remained on for the duration of the case. The case was completed with the pump. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.